Manufacturer narrative:
The results of the investigation are set forth in the failure investigation report attached hereto. The controller was removed from the css console to perform troubleshooting. In attempting to replicate the intermittent failure of the audible alarm, the process of disconnecting and reconnecting ac power was repeated. The controller could be brought out of the failure state with light mechanical vibration at relay k2. The root cause of the intermittent failure was most likely corrosion/contamination on relay k2's internal contacts. Relay k2 was replaced and the controller was tested 12 times by removing and reconnecting power, and the alarm annunciated correctly each time. The controller was then returned to the css console and, the css console passed the console test validation protocol. This failure mode poses a low risk to a patient because the css console has a redundant, backup controller, and it does not negate the ability of the console to perform its life-sustaining functions. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This css console was not on a patient. During a routine console checkout, the customer reported that the lower controller did not consistently sound an audible alarm. The css console was returned to syncardia for evaluation, and the results of the investigation are set forth.